Event description:
It was reported that the device was found in backup vvi mode after an MRI procedure. The device was pending explant when the patient presented to the ER after receiving hv therapies. The shock therapies could not be confirmed as inappropriate due to the backup mode preventing any information to be retrieved. The device was explanted with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.